Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, evaluation found a failed universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the that the image stripes were caused by the failed universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had stripes in the image. The issue was found during cleaning and disinfection procedure. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6) hospital, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.